Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: the tpn filter was found to be leaking during patient use.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22076009. D4: medical device expiration date: 28-jul-2025. H4: device manufacture date: 27-jul-2022. D10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022 . H6: investigation summary the customer reported tpn filter leaking, and returned one used sample of material 11532269. The sample had slow flow, but was not completely occluded. There remained residue of the medication, and the filter had a green tint from it. The filter did appear to leak from the air vent, but the flow was so slow it wasn't 100% clear. The supplier investigation confirmed the flow rate issue and also leakage. They could not find a definitive root cause, but suggested the leak could be caused by low surface tension drugs/solution used in the filter, such as those containing alcohol. Device history record review for model 11532269 lot number 22076009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: the tpn filter was found to be leaking during patient use.